Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the electrohydraulic lithotripsy (ehl) procedure, when the physician tried to manipulate the scope in order to apply an angle, it was found that the working channel sleeve was protruding. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming the complaint. Maximum protrusion of was noted when the large knob was articulated in the clockwise direction. There was a kink/elevator mark near the distal end. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture to expose the working channel sleeve. The working channel sleeve then protruded from the pebax. The working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the electrohydraulic lithotripsy (ehl) procedure, when the physician tried to manipulate the scope in order to apply an angle, it was found that the working channel sleeve was protruding. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.